Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
Customer has called to say there is an issue with an rpm showing "error head". Initial inspection to take place next week. Equipment was not in use for clinical purposes at the time of the incident therefore no patients were involved. Complaint #: (B)(4).

Event description:
Complaint #(B)(4).

Manufacturer narrative:
Head error was reported. When field safety technician (fst) gave the equipment a function check it appeared to be working perfectly fine and everythinig inside appeared as normal. Since the fst did not find anything it can only have been a malfunction of the hall sensors in the drive. This can happen by inserting/removing the disposable, or if it is placed loosely in the drive, e.g. When changing the cream. These are sensors for magnetic fields. They measure the speed of the motor. Additionally there is an optical measurement. And if they don't match because the hall sensors are disturbed, there is also a head error. They then detect a rotation that is not really taking place and this leads to the interference. This usually only occurs when the drive is stationary, because otherwise the external influence are not great enough. The most probable root cause could be determined as defective hall sensors. The reported failure could not be confirmed. The reported failure did not happen during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.